Event description:
It was reported that the attachment heated up during a routine equipment eval at the user facility. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
The device was received by the MFR and a quality investigation is anticipated. A follow-up report will be submitted when the investigation has been completed.